Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that yesterday she received a low battery and she changed the battery this morning, but she received a weak battery alarm. Customer put in a new battery in the pump and now it won't come back at all. Customer's blood glucose was 173 mg/dl at the time of the incident. Customer stated that there is a really tiny crack on the corner of the lcd screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined to do further troubleshooting since the pump is being replaced.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump was received with normal operating currents. The pump was monitored, and no low battery alert or weak battery alarms occurred during testing. The pump had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.